Event description:
Nellcor puritan bennett rec'd info alleging that ventilator stopped cycling while on a pt.

Manufacturer narrative:
As per hospital's biomed, the dr and nurse found the ventilator in vent inop condition and the pt was breathing room air. They turned off the ventilator, bagged the pt and replaced vent with an avia ventilator. The error codes reported were not an indication of a vent inop condition. Customer reported pt expired. Multiple attempts have been made to try to retrieve further event info, as per hosp biomed, there is no allegation that the ventilator contributed to pt's death.